Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging he was unable to use it and it does not light up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.